Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive keypad. The blood glucose reading was 214 mg/dl. The customer stated that the insulin pump got damp prior to receiving the alarm. Advised discontinuation of the device. Nothing further reported.

Manufacturer narrative:
No button error alarm noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump had minor scratches on display window, cracked reservoir tube lip and a missing end cap sticker.